Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the physician had difficulty cannulating and felt the orientation was off. The procedure was completed with another dreamtome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; cut wire bent.

Manufacturer narrative:
(B)(4). A visual examination of the returned device found that the exposed cut wire was bent and distal tip was damaged (split/cracked). An evaluation was performed by inserting the device into the scope and found that the initial tip orientation met the orientation specification. The orientation of the distal tip could be adjusted left or right by rotating the handle with out issue. Functionally, the device would bow past 90 degree minimum bowing specification and the bowing was also in plane. During manufacturing, tome devices are 100% inspected so the bent cut wire is likely due to usage/handling during the procedure. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.